Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level ranged from 450 to 600 mg/dl. The customer treated with a manual injection. The customer went through troubleshooting and found air bubbles in the tubing. The customer declined to be sent tubing clamps to perform the high pressure test and stated she would change the entire set and reservoir and monitor her levels. Nothing was replaced or returned for analysis.